Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a under delivery. Patient was on an insulin drip at rate of 10.1 ml/hr. Pump read that it infused 224ml, but only around 10-15 were infused with total of 90ml left out of 100ml insulin bag. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.